Manufacturer narrative:
The dermatome (ID 3539600230) was returned for evaluation. Failure analysis - all kit items were received and found to be in good condition. The handle passed all functional testing, ran with good power, and without failure. The knob on the head assembly was found with a large dent on the front edge. The impact pushed the eccentric rod assembly toward the cap side of the head. The eccentric cap is out of position. The eccentric rod assembly and gauge bar are loose and move side to side. The power supply has several dents, and paint on the box has chipped away. Complaint has been confirmed. Root cause is due to mishandling/excessive time in service. This unit was determined to have been in service for 2.5 years. The knob has a large dent on the front edge, likely from impact. The impact forced the eccentric rod assembly toward the cap, knocking the cap out of position.

Event description:
A facility reported a dermatome (ID 3539600230) is not taking adequate grafts. The issue was discovered during a case that needed a 6" inch graft however, it was switched to a smaller dermatome to finish the case. The skin graft site is in the thigh area and was used for a skin graft burn. Another graft site was required and no surgical delay was noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.